Manufacturer narrative:
Correction to h6: annex a code a24 and annex e codes e050102 , e2013 were submitted in error correction to additional codes: annex f: f12, f19 and annex g: g07001 were submitted in error medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the vamf3434c100te captivia stent graft for the treatment of a ruptured aneurysm, the outer sheath of the stent graft was found to be broken as it was being inserted into the patient's body. The valiant captivia was attempted to be inserted without a sheath. The box was sealed, no damage was noted to the devices packaging prior to unboxing and the physician used normal force when removing the device from the packaging. The broken stent did not deploy inside the patient. The patient also had prior implants of endurant and navion stent grafts at the infrarenal abdominal aorta (ettf2525c70, sn (B)(6)), vnmcc3131c90te, sn (B)(6)), vnmc2828c90te, sn (B)(6)), etew2828c82ee, sn (B)(6)), etew2828c82ee, sn (B)(6)). The stent was replaced with a vamf3232c100, endurant iis ( esbf) and limb allowing the procedure to be completed successfully.

Manufacturer narrative:
Photo evaluation summary: two still images were received for analysis. First image depicts the valiant captivia delivery system in a packaging tray. A break is evident to the graft cover with the distal section of the graft cover appearing fully detached. Red fluid is visible in the tray. Second image depicts a valiant captivia shelf carton. Labelling information matches that reported in the complaint file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device analysis summary: device returned with the external slider in the home position. Deformation was evident to the graft cover immediately distal to the strain relief. A complete radial detachment was evident to the graft cover immediately proximal to the braided section, 440mm distal to the strain relief. No other deformation evident to the remainder of the device. Film analysis summary: the reported delivery system deformation could not be confirmed based on the films provided. Procedural angiograms showing attempts to insert the device into the vessel were not available for assessment of the reported event. While it is possible that significant bilateral tortuosity in the iliac arteries may have contributed to the reported issue, this could not be definitively confirmed. B5; additional information received: additional information received: it was reported the endoachors were implanted proximally and distally during the index procedure as part of the treatment of the juxtarenal aneurysm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.